Manufacturer narrative:
A2: age at time of event 18 years or older. Device eval by manufacturer: returned product consisted of an eluvia self-expanding stent system with a 0.035" hydrophilic guidewire stuck inside. Visual and microscopic examination revealed no damages. The device was flushed, and the guidewire was able to be removed. Inspection of the remainder of the device, revealed no other damage or irregularities. Product analysis confirmed the reported froze on wire.

Event description:
It was reported that the stent partially deployed and stretched. The 100% stenosed target lesion was located in the severely calcified and moderately tortuous superficial femoral artery (sfa). A contralateral approach was used to access the lesion. Pre-dilation was performed and a .035in non-boston scientific guidewire was advanced. A 7mmx120mmx130cm eluvia drug-eluting vascular stent system was delivered and deployment was initiated. The eluvia and guidewire became stuck. Deployment was unable to be completed with the thumbwheel and the pull grip. The delivery system was pulled out and the stent was able to be deployed. The delivery system and guidewire were removed together. The eluvia stent was noted to have stretched by approximately 6cm. The procedure was completed with this device. There were no patient complications.

Manufacturer narrative:
Age at time of event - 18 years or older.

Event description:
It was reported that the stent partially deployed and stretched. The 100% stenosed target lesion was located in the severely calcified and moderately tortuous superficial femoral artery (sfa). A contralateral approach was used to access the lesion. Pre-dilation was performed and a .035in non-boston scientific guidewire was advanced. A 7mmx120mmx130cm eluvia drug-eluting vascular stent system was delivered and deployment was initiated. The eluvia and guidewire became stuck. Deployment was unable to be completed with the thumbwheel and the pull grip. The delivery system was pulled out and the stent was able to be deployed. The delivery system and guidewire were removed together. The eluvia stent was noted to have stretched by approximately 6cm. The procedure was completed with this device. There were no patient complications.